Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was inconclusive via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 36 indicating an invalid hall sensor state, which persisted after a restart, and the patient was instructed to replace the pump; back-up therapy was recommended until the replacement arrived, and blood glucose at the time was 126 mg/dl, with no impact reported, consistent with a device problem related to failure to infuse involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Investigation of the device engineering logs confirmed previous alert 39 notifications. However, the issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.